Manufacturer narrative:
As returned, the augment block is in like new condition, however no packaging materials were returned. The returned augment block measures as a 30 degree device. The device was used for treatment. The investigation identified the root cause as incorrectly retrieving the program for production of the custom implants. As these are custom devices, their programs were not stored in the same manner as standard production, controlled documents. The wrong program was run for the part number. Additionally the inspection plans for custom devices consists of a marked up drawing provided by custom development. In this case the inspection dimensions cited on the drawing did not differentiate between the 15 degree and 30 degree components. Therefore, the issue was identified in inspection. As an output of this investigation, custom device programs are now placed in the same controlled location as standard production programs, and updated prints with differentiated measurements were provided for inspection. This issue resulted in a field action in australia only to retrieve the affected lots.

Manufacturer narrative:
(B)(4). Other device used: catalog #32855091031, zimmer shoulder custom augment, lot #95006410. This report will be amended when our investigation is complete.

Event description:
It is reported that custom made augments were packaged incorrectly. A 15 degree large augment was ordered; however, a 30 degree large augment was in the box. When the 30 degree large augment box was opened, the 15 degree large augment fell out.